Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in hospital for right atrial lead replacement due to noise. Upon interrogation, numerous inappropriate auto mode switch and noise reversion episodes due to atrial lead noise were observed. The lead noise was first seen in early (B)(6) 2019. The lead was explanted and replaced successfully, and the new ra lead was connected to the old device. The physician noted an insulation anomaly at distal of the suture sleeve, between the suture sleeve and lead connector. No externalized conductors were observed. The patient was stable throughout the procedure and was discharged.

Manufacturer narrative:
The reported events of noise and insulation anomaly were confirmed in the laboratory. External insulation abrasion, breaching the outer insulation and exposing the outer coil distal, was noted at 20.0 cm to 20.2 cm from the connector pin. The cause of the external insulation abrasion was consistent with lead friction to another device or feature of the heart and the reported events.